Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative stated that all four of the impedance readings at multiple amplitude levels (0 ,1,2 & 3ma) were all red, and the patient the revision procedure is scheduled for (B)(6) 2020. No further complications noted or anticipated

Event description:
Additional information was received from the patient: they repeated that they had their previous device removed because the patient thought it was causing leg pain. Patient still had leg pain after the device was removed. The patient provided medical history: they had the device removed and had a MRI, and had a tumor at l5 s1. Patient had cancer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (s/n (B)(6)) revealed that the ins passed functional testing; however the setscrew was backed out too far. Analysis of the lead (lot va1wbcm) revealed that the lead body/conductor was broken at or near the tines. Continuation of d11: product ID 3889-28 lot# va1wbcm serial# implanted: (B)(6)2019 explanted: (B)(6)2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 2022-11-15, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that during the procedure, the ins was removed, and the lead was replaced. When the ins was removed, it was noted that the set screw was very difficult to unscrew, and the ins header had a noticeable amount of fluid/substance lodged inside the header. Once the new lead was implanted the surgeon attempted to reconnect the ins, but they were not able to engage the setscrew with the screwdriver. After several attempts, it was concluded that the ins needed to be replaced and a new ins was taken from the account inventory. The manufacturer representative stated that they did not believe the ins was functioning correctly, and despite all efforts, ¿it was [un]able to be re-implanted.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient stated, ¿it¿s out, it¿s just not working.¿ the patient stated the healthcare provider and rep checked the device and they had to have the ins replaced. The patient stated they were suffering and had tried all the different programs. The patient was redirected to their healthcare provider. The rep called and reported the patient was seen on (B)(6) 2020 as they reported their system wasn't working well for them. The rep didn't know when that started but the therapy worked initially for them and then it trailed off. The rep stated they ran impedances several times at the appointment and all were abnormal and they provided that information to the healthcare provider. The rep mentioned the patient was very physically active and skinny and were post-radiation, so they had a lot of scar tissue in their pelvis from prior surgeries. A revision was scheduled for (B)(6) 2020. On (B)(6) 2020 the patient called back reporting they were having their ins replaced because it was defective. No further complications were reported.